Event description:
Possible perforation during esophagealgastroduodenoscopy with dilatation. Pt transferred to tertiary hosp for follow-up care. Sub-mucosa penetration only identified during follow-up care.